Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2014, surgery was performed for osteoarthritis of the hip case. One month after the surgery at medical examination, the back out of locking screw was observed by x-ray image. On (B)(6) 2014, the surgery of replacement to hip plate was done. No reported surgical delay and no residual materials were generated, surgery was successfully completed. This report is for one unknown screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This report is for an unknown screw. Parts/ lot #¿s reported are 213.380s lot number 3512780, 213.380s lot number 3512780, 213.344s lot number 3814955, 213.340s lot number 8003897, 213.340s lot number 8460653, and 213.340s lot number 8430018. It is unknown which screw backed out. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.